Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-03519. It was reported the patient experienced two falls in the previous six weeks and the scs system has not worked properly since then. The patient was not receiving effective stimulation and experienced unintended abdominal stimulation. An sjm representative interrogated the patient's system and found high impedance values. The patient also reported that she does not like the sensation of the therapy. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-03519. It was reported the patient's leads were explanted and replaced. Effective stimulation was restored and the issue was resolved.